Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via vein approach. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and mildly calcified forearm. After a non bsc guide wire crossed the lesion, a 4.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for predilation. However, on the first inflation at 4 atmospheres for 4 seconds, the balloon ruptured longitudinally. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.